Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the facility had two patients with luminal occlusion today with 4 fr dual lumen PICC. No other information is available. This report addresses the first patient.